Event description:
It was reported that 1 bd vacutainer® sst¿ blood collection tube had foreign matter in the gel, 3 tubes had embedded black spots in them, 1 tube was "dirty," 1 tube was discolored, and 61 tubes had air bubbles in the gel. All defects were found before use in lot# 9095591. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x1, black spot in tube x3, dirty tube x1, discolored tube x1, and air bubbles in gel x61."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, black spot in tube, dirty tube, discolored tube and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® sst¿ blood collection tube had foreign matter in the gel, 3 tubes had embedded black spots in them, 1 tube was "dirty", 1 tube was discolored, and 61 tubes had air bubbles in the gel. All defects were found before use in lot# 9095591. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in gel x1. Black spot in tube x3. Dirty tube x1. Discolored tube x1. Air bubbles in gel x61."